Event description:
It was reported, that "device developed a dent four hours after insertion." Limited infomation provided. The involved device returned and submitted to the quality analytical lab for analysis and investigation.